Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a 6f guide catheter and a 0.14 wire were engaged, pre-dilatation was performed with 1.50 mm balloon catheter. A 20 x 3.00mm rebel stent was advanced to treat the lesion. However, it was noted under fluoroscopy that the mid segment of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a 6f guide catheter and a 0.14 wire were engaged, pre-dilatation was performed with 1.50 mm balloon catheter. A 20 x 3.00mm rebel stent was advanced to treat the lesion. However, it was noted under fluoroscopy that the mid segment of the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided. Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the tip is damaged. There is no damage to the stent. Inspection of the remainder of the device presented no other damage or irregularities.